Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there are air bubbles in the tubing and this happens frequently. The customer's blood glucose reading was 133 mg/dl at the time of incident and indicated that they have had high blood glucose in the past. Troubleshooting advised customer on how to remove air bubbles and customer indicated that they would like further instruction at home. No further details provided.